Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged completely, that the patient had a large superior vena cava (svc) and vertical heart which caused a loss of slack and the lead had apparently pulled back. The lead was revised, explanted and replaced. No patient complications have been reported as a result of this event.